Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis summary: empty syringe of 1.0 ml received without plug, one used needle (not allergan one because hub of 5 mm) in an opened blister. A crack is observed at the 3 mm luer lock level, a plastic part is missing. Device labeling: 5. Precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. B. Health care professional instructions: 8. Inject juvéderm volbella® xc by applying slow and even pressure on the plunger rod. It is important that the injection be stopped before the needle is pulled out of the skin to prevent material from leaking out or being placed too superficially in the skin. 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm volbella® xc, they "put the needle on the syringe and the luer lock chipped and the product was leaking out the luer lock." Patient contact was made, but no injury to patient, staff, or injector occurred. The packaged needle was used.